Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The pump battery took longer than expected to charge. There was no reported adverse impact to customer's blood glucose level. The customer continued to use the pump for insulin therapy.